Event description:
It was reported that the patient had a loss of therapeutic effect during (B)(6) 2015. The ins (stimulator) was not working anymore. The symptoms started gradually to now it was severe. She has no control during (B)(6) 2015. The pain started as well. There was 2 different kinds of pain she was feeling. When she was done going to the bathroom (urinary) she feels like she was not emptying all the way and she feels pain and burning. She has had several urinary tract infections and she was getting blood in her urine and she doesn't know why. She had been lifting pots and things at work and pushing heavy carts around. She states she feels an itching "down there". She thinks she may had a lead which migrated or shifted. The patient seen doctor 2-3 weeks ago and they directed patient to call manufacturer for assistance. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qgus, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0qgus, implanted: (B)(6) 2014, product type: lead. (B)(4).